Event description:
It was reported that during a lobectomy procedure the surgeons tried to cut and staple the lobar bronchus. When the stapler was applied on that tissue, they found the jaw cannot be closed and the jaw was broken. There were no adverse patient consequences. Procedure was completed with same like device. Procedure was prolonged by five minutes.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Channel retainer detached. The analysis results showed that the device was received with the clamping mechanism damaged and with a reload present. The cartridge was received partially fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the channel were found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.